Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose was 45 mg/dl at the time of the incident. Customer¿s current bg: 319 mg/dl. Customer drank a cup of orange juice. Customer stated that last night when he went to bed he was at 300 mg/dl. Customer was treated with 2 units of insulin through the insulin pump. Customer¿s doctor wants him to be over 200 mg/dl at bed time. Customer stated that it is normal for him to be higher at night but not to be that low in the morning. Customer reported that when he woke up this morning he saw that his blood glucose was very low. Customer was treated with food. Customer declined troubleshoot at this time. The pump will not be returned for analysis.